Event description:
It was reported that an error message was obtained during a programming session for a vns pt. The message "output current set to 0ma" was obtained after interrogating the pt's device. The pt is programmed at 3.25 ma output current so the nurse did not understand why the error message "output current set to 0 ma" was obtained. Good faith attempts to obtain additional information including product identifiers and product back for analysis have been unsuccessful to date.